Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. Corrected data: (B)(4). No other adverse events were reported outside of the lens exchange. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to an excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/20.